Manufacturer narrative:
E1 - (B)(6). Claim (B)(4).

Manufacturer narrative:
B4 - 14-apr-2025. E1 - (B)(6). E2 - yes. E3 - health professional. G3 - 30-dec-2024. H3 - yes. H6 - health impact type code: 4628 device repositioning. H3 - type of investigation code: 10- device evaluation: lens returned in a microcentrifuge vial dry, with reside/debris on product. Visual inspection found no visible damage to the lens. Dimensional inspection found the returned lens did meet original values measured at the time of manufacturing. H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found.

Manufacturer narrative:
(B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated with low vault. In a separate visit the lens was repositioned, this did not resolve the problem. In a third visit the lens was exchanged for lens of the same length but different model and power. The problem was resolved. Cause of the event it is unknown. No additional similar complaint types were within associated lots were found. Additional information provided: "lasek performed for astigmatism". No patient injury reported. It should be noted that the surgeon selected a different lens size than that suggested by the icl software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category.

Manufacturer narrative:
H3 - type of investigation code: 10- device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the returned lens did meet original values measured at the time of manufacturing. Claim (B)(4).